Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). One (2) used samples were returned for evaluation. The returned samples were physically tested and confirmed the reported defect of leakage at the bonded joint of the tubing and the blood filter housing assembly. Incidents of this nature are most likely attributed to insufficient solvent applied to the joint, or insufficient insertion of the tubing during the manual assembly of this set. To address this issue, a modified fixture design was implemented which increased the fixture's diameter and pin to allow for easier application of the solvent. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on a new complaint case and an updated procedure, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B.braun has conducted a retrospective review for all complaints of similar nature in accordance with b. Braun internal procedures.

Event description:
As reported by the user facility: event 1: during priming, the IV set leaked at the lower hub. No patient injury.